Manufacturer narrative:
Reference number: (B)(4).

Event description:
It was reported that before a cori-assisted procedure, rep hit unlock for the burr and a critical error was received. They hit ¿ok¿ and an internal error¿ was received. The real intelligence cori was rebooted and calibrated without issue. The procedure was completed with the same device. As this happened before surgery, there was not patient involvement.

Manufacturer narrative:
The real intelligence cori, part number rob10024, serial number (B)(6), intended for treatment was not returned for evaluation. A relationship between the reported event and the device could not be established. A complaint history review for similar reported/confirmed complaints has identified prior events. A review of manufacturing records indicate the device met all specifications upon release into distribution. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still within the product risk profile. Although the reported problem was not confirmed through a visual or functional evaluation, factors contributing to the reported symptom may have been associated with console software bug. Based on the investigation, the need for a corrective action is not recommended or required at this time. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.